Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in the proximal end of its body, along with a hole in its middle, consistent with sharp instrument damage, resulting in a leak. The second cylinder presented wear at fold in the proximal end of its body, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted during microscopic evaluation, and no leaks were identified. However, the pump did not pass activation test upon functional examination. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observation of the device not working properly.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly; therefore, a revision surgery was performed to remove and replace cylinders and pump. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly; therefore, a revision surgery was performed to remove and replace cylinders and pump. There were no patient complications reported.